Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and advantage sling system were implanted. The patient underwent additional procedures on (B)(6) 2008 and mesh was implanted; and on (B)(6) 2011, mesh and solix sis system were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 due to prolapse and stress urinary incontinence. On (B)(6) 2008, dissection of the right arm of the midureteral sling was performed due to vaginal pain, dyspareunia, urinary retention and urgency. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent a boston scientific implant on (B)(6) 2008.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).